Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced loss of therapy and stimulation was noted on. There was no fall or trauma noted with this event. The patient stated that she was having symptoms like she did before the implant, and they started on sunday ((B)(6) 2017).the patient also stated that "at first she had it at 1.1 then 1.2 but if she moves it to 1.3 it hurts and pulls too much¿. The patient stated this was uncomfortable pulling stim started happening this past tuesday ((B)(6) 2017) "just fora couple minutes but she had to move it back down to 1.2 v". The patient was advised to consult with hcp about possibly changing programs. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for bowel dysfunction/sacral nerve stim gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their symptoms returned, they had leakage and were not emptying completely. No further complications anticipated.